Event description:
While using the 5mm short mini step dilator and cannula, the tip where the insufflation tubing connects broke off shortly after use. This was replaced with a new set and the procedure was completed as planned with no harm to the patient. Manufacturer response for laparoscope, general plastic surgery, mini step (per site reporter). Manufacturer was notified and device will be returned upon receipt of a return kit from the manufacturer.